Event description:
It was reported to philips that the system was unable to power on. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use and the procedure was completed by using another system. A philips field service engineer (fse) went onsite and confirmed that following a power surge, the angiograph would not restart. The system log file was checked and confirmed the system interface board (sib) malfunctioning. Upon troubleshooting, it was found that the power supply had blown/tripped. The issue occurred due to the voltage fluctuations. The defective pd.scomp.dcps_24v_12v_5v was returned to philips for further analysis. The analysis confirmed the malfunction and found the device was not turning on. Led¿s stay off and fan was not running following the replacement of the pd.scomp.dcps_24v_12v_5v by the fse, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue had happened due to the voltage fluctuations from the hospital, caused the power supply to be blown/tripped. There was no indication that the system malfunctioned, and the issue was resolved once the power supply was replaced. Therefore, the system was functioning as intended. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.